Event description:
On (B)(6) 2013 the reporter contacted animas to report that the patient obtained low blood glucose readings for two weeks, ranging from 150 mg/dl to 40 mg/dl. The patient noted her hcp recommended her blood glucose level target is 150 mg/dl. When low, the patient experienced the symptoms of shaking and fatigue. The patient was able to correct her blood glucose levels by consuming carbohydrates. The patient also noted she had been making changes to her pump settings and basal rate on her own. Troubleshooting revealed the pump was functioning correctly and delivered insulin accurately and correctly as programmed. There was no evidence the pump was not functioning appropriately. The patient¿s technique may have been incorrect by making changes to her pump settings. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this occurred, this complaint is being reported.